Event description:
Complainant alleged that while attempting to defibrillate a pt the device displayed "defib fault 72", "defib fault 80" and "defib fault 108" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.